Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Ages/date(s) of birth: exact ages unknown, not provided. However, mean years of age is 68.4 ± 12.3. Gender(s)sex(es): male and female. Date of event: unknown, not provided. Serial number(s): unknown, not provided. UDI no: unknown, as serial numbers were not provided. Expiration date(s): unknown as the serial numbers were not provided. If implanted; give date(s): unknown, not provided. If explanted; give date(s): unknown, not provided. The devices were not returned for analysis. The serial numbers for the devices were not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date(s): unknown, as serial numbers were not provided. (B)(4). Citation: iwasaki k, arimura s, takihara y, takamura y, inatani m (2018) prospective cohort study of corneal endothelial cell loss after baerveldt glaucoma implantation. Plos one 13(7):pp 1-12. A copy of the article is attached. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Article: prospective cohort study of corneal endothelial cell loss after baerveldt glaucoma implantation. The publication reports 20 eyes with hyphema, 12 choroidal detachment, 6 vitreous hemorrhage, 5 anterior chamber shallow, 1 retinal detachment, 1 tube occlusion, 1 implant infection, 1 escape of plate and 1 hypotony. In addition it was reported that 6 eyes experienced severe endothelial cell loss (= 30%). No additional information was provided to johnson & johnson surgical vision. This report is for model bg102-350 product problem. A separate report is being submitted to capture the reported adverse event for this model. A copy of the article is provided with this report.